Event description:
Siemens became aware of a malfunction that occurred while operating artis icono biplane system. During an embolization procedure, the user reported bad glue visibility. Additional information indicates that the patient developed a visual disability as a result of the procedure.

Manufacturer narrative:
Siemens is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.